Manufacturer narrative:
(B)(4). Device / parts will not be returned for evaluation.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump gave "purge failure" alarm and was promptly swapped out. Patient was not harmed. Findings/action taken: upon arrival, the pump print-out read "purge failure" twice. The field service representative (fsr) was able to run pump continuously for 45 minutes without any alarms, during which fsr cycled on/off power multiple times, moved pump to different locations without any problems or alarms encountered. The cause of the original alarm was very likely a kinked or pinched catheter. Functional checklist was performed. Iabp performed to specification. Additional information received from biomed stated therapy was not interrupted. Moved back to referring pump and transported on that device. Software level: 2.24.

Manufacturer narrative:
Qn#(B)(4). The pump was checked out by the field service engineer. The pump was tested for alarms. There was no problem found during the checkout and no alarms triggered. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. A device history record (DHR) review was conducted for the iap and pump assembly serial numbers and lot numbers with no relevant findings. The devices passed all manufacturing specifications prior to release. Conclusion: the report of "purge failure" is not confirmed. The pump was checked by the field service engineer. The fse could not duplicate the reported complaint. No problem found with the pump. The cause of the reported complaint could not be determined.

Event description:
It was reported per field service report: pump was on patient. Symptom - pump gave "purge failure" alarm and was promptly swapped out. Patient was not harmed. Findings/action taken: upon arrival, the pump print-out read "purge failure" twice. The field service representative (fsr) was able to run pump continuously for 45 minutes without any alarms, during which fsr cycled on/off power multiple times, moved pump to different locations without any problems or alarms encountered. The cause of the original alarm was very likely a kinked or pinched catheter. Functional checklist was performed. Iabp performed to specification. Additional information received from biomed stated therapy was not interrupted. Moved back to referring pump and transported on that device. Software level: 2.24.